Event description:
The customer alleges that the physician had a problem with the epidural catheter kit. The tip of the product remained closed/sealed and the physician was not able to push the medications through the needle. The patient had another needle stick. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection could not be performed as no sample was returned by the customer for investigation. A device history record review was performed on the epidural needle and the three injection needles with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural needle and the three injection needles packaged in this kit with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of inability to inject medication through the needle could not be determined based upon the information provided and without a sample.